Event description:
Second device used in procedure for 2183680-2009-00008. During a lysis of adhesions laparoscopic procedure, the cutting forceps did not burn properly, so they unplugged it and plugged it in again, and it still did not work. The surgeon used the device on another generator with the same result. This process was repeated with another two like devices. There was no patient injury, but it prolonged the procedure for one half hour, so that the patient was under anesthetic longer.

Manufacturer narrative:
Device was received with the ratchet locked in the on position with the jaws closed. Some blood was observed on the handle. As received, when the jaws intermesh, the teeth contact each other on the back side of the tooth valley. When the ratchet lock was released, the jaws opened and closed smoothly. The bottom electrode comes over the back tooth. The device activated the generator to the correct defaults, vp3-45. The device activated and coagulated with full and small bites, even when the jaws were tightly closed. Device operated according to the manufacturer's specifications.